Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that patient's right hip was revised due to lucency around the shell. The shell was reported to have been rotated and intra-operatively, 1 screw was found broken. A 52mm shell and 2 screws, 32mm 10° d liner, and 32 +4 ceramic head were revised to a competitor shell and liner with a stryker head.